Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit was making an unusually loud grinding noise. The handpiece worked without any slowing or problems and the procedure was successfully completed with no adverse pt consequences. After the case, it was difficult to remove the disposable handpiece.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished good release criteria.